Event description:
It was reported by the customer that a pyxis medstation es system drawers 3.1 and 5 were not detected on communication bus. During device investigation, a field service engineer found that the bus cable had burn marks and drawer's solenoid had a minor thermal damage to its plastic cover. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawers 3.1 and 5 were not detected on communication bus due to bad controller board and bus cable. A field service engineer found that the bus cable had a significant damage and burn marks and also drawer's solenoid had a minor thermal damage to its plastic cover. The field service engineer replaced the controller board and bus cable to resolve. No other thermal damage observed or reported. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d4, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-mar-2022 to 09-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on the communication bus due to the bad controller board and bus cable. A field service engineer found that the bus cable had significant damage and burn marks and drawer's solenoid had minor thermal damage to its plastic cover. The field service engineer replaced the controller board and bus cable to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system drawers 3.1 and 5 were not detected on communication bus. During device investigation, a field service engineer found that the bus cable had burn marks and drawer's solenoid had a minor thermal damage to its plastic cover. There were no adverse events or injuries reported based on this event.